Event description:
The customer reported the following: a patient was undergoing a coronary angiogram while connected to the medrad® avanta fluid management system. The physician observed an amount of contrast on the displayed images that was smaller than anticipated during the first contrast injection due to a visible severe coronary spasm. The patient was assessed and found to be slow to respond with temporary weakness to the left side. The physician administered adrenaline and atropine, after which the patient returned to baseline with normal strength and movement. The procedure was completed, and the patient was reported to have been discharged with no further issues reported.

Manufacturer narrative:
A system service check of the medrad® avanta fluid management system, serial number (B)(6), was completed on (B)(6) 2023 which confirmed that the injector was operating within bayer specifications. The multi-patient sterile disposable set (mpat, lot number 223802) and the single-patient sterile disposable set (spat, lot number 222703) that were in use during the procedure were discarded by the site. Based on the information provided, our investigation determined that the severe coronary spasm that was observed by the physician was likely due to placement of the third-party guidewire and/or catheter into the coronary artery and not by the extracorporeal avanta injector and disposables. Therefore, testing of retained samples was not performed as the incident was unrelated to injector and/or disposable function. The site continues to use the avanta fluid management system after the reported event. No further issues were reported. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.